Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user's report was confirmed as the unit required a new power switch. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the power switch for the evis exera iii xenon light source was sticking. According to the initial reporter, the device could not be turned off due to the power switch being stuck in the 'on' position. There was no patient harm or consequence reported as a result of this event.